Event description:
It was reported that patient underwent a lap hernia repair on (B)(6) 2023 and absorbable straps were used to fixate the mesh to the abdominal wall. The first device bent and deployed some of the straps which appeared to deploy only halfway into the mesh. They then opened a 2nd device. The same thing happened with the device shaft bending and some straps deployed with some of them again only deploying halfway into the mesh. Also, the white cleated tip fell off from the 2nd device. The surgeon noticed it while attempting to tack up the mesh. They searched the abdomen, but were not able to find the white cleated tip. They then opened a 3rd device, but it bent as well. They used 4 stay sutures to hold the mesh in place and used the remaining straps in the 3rd device to finish fixating the mesh. They did not take an x-ray to try and find the white cleated tip. During event surgeon searched for the white cleated tip, but could not find it. The procedure was successful. There were no patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide lot number attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you confirm that there has been no adverse patient consequences since the procedure? Was the white tip of the device ever found? If so, please explain where. To date it has been reported that the device has been discarded. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Related events captured via 2210968-2023-03380, 2210968-2023-03381.